Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 390 mg/dl. The customer stated he had 3 pieces of toast and some roast beef and 4 units of insulin after lunch his blood glucose started getting high. Customer is using a new site and no scar tissues. Customer was advised to change set. Customer declined to troubleshoot for high blood glucose.